Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild calcification. The vessel diameter was 6.5mm. The lesion was prepared with a 6.0mm balloon at an unknown pressure. A 6french sheath was advanced. The 5x40mm supera self-expanding stent system (sess) was deployed, however, the stent elongated in the sheath. The stent elongated greater than 10% of the expected length and a part of the stent was in healthy tissue. Another stent was used to realign the deployed supera stent. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that due to the mildly calcified anatomy pre-dilatation was not enough in some locations causing the stent to stretch/elongate after deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported stretched stent cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly another stent was used to realign the deployed supera stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.